Event description:
The lay user / patient contacted lfs france on (B)(6) 2012 requesting a battery. The customer service agent spoke to the patient and the patient was worried and wanted two replacement batteries for her one touch ultra 2 meter. The patient mentioned that she had new batteries at her home. Customer service advised the patient to swap the batteries in the meantime and the customer service sent the patient replacement batteries. On (B)(6) 2012, the patient contacted lfs back because, she did not receive the replacement batteries she inquired about on (B)(6) 2012. It was noted that the customer service advocate (cca) sent the replacement batteries to the incorrect address. The patient was upset and mentioned that due to not receiving the battery from lfs she ended up in a coma on the (B)(6). The patient mentioned that she was unable to test her blood glucose from (B)(6) 2012. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: the patient mentioned that when her meter had not been working she had continued to take her insulin via pump. Patient was at work when she collapsed and fell in a coma. She does not recall much of the incident. She claimed a colleague found her and did not attempt to treat her and only contacted the paramedics. She mentioned that she was in a coma possibly a few hours and according to the patient, the medical staff did not treat her because, she claimed she was on an insulin pump. The patient mentioned that she was taken to the ER and was not treated and does not recall what her initial reading was in the ER. It is unknown when the patient had regained consciousness. She does not recall how long she stayed in the ER. Per patient after someone falls in a coma, they lose their memory. She claims she frequently falls into a coma and it has affected some of her zones of her brain and she is currently getting treatment for that at the hospital. The product was replaced and requested back for investigation. The complaint is being reported since the patient alleged that due to the meter not powering on, she continued to take her insulin, developed symptoms suggestive of a serious injury and had to be taken to the ER.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.